Manufacturer narrative:
Results: inherent risk of procedure (stent deformation); patient condition affected effectiveness of the device (patient lesion morphology; 90-95% stenosis, little calcification). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; 90-95% stenosis, little calcification). (B)(4).

Event description:
It was reported that a physician was trying to deploy a 2.75mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent in a kissing balloon technique to treat a lad (95% stenosis) and cx(90% stenosis) lesion and little calcification. The lesions were pre-dilated, however it was reported that when one of the endeavor resolute stents reached the lesion, but could not be inflated. When the stent was removed from the patient, the stent struts were noted to be damaged. The stent was changed for the same size stent; however the other stent couldn't pass the lesion. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the proximal stent segments were deformed, bunched and moved distally on the balloon. The distal segments were positioned proximal to the distal marker band as per specifications. The distal tip was flared. A small longitudinal tear was located on the balloon proximal cone. There was a 3mm scratch on the distal shaft leading to the balloon tear. Cine image review: procedural images confirm the lesion locations and degree of stenosis. Pre-dilations were performed although uneven balloon expansion and significant stenosis remained indicating a difficult and resistant lesion. Subsequent images show a stent deployed in the lcx but no stent in the lad. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).